Manufacturer narrative:
Correction: date device returned to manufacturer was entered as december 06, 2017 in the initial report. This date has been updated to december 05, 2017.

Manufacturer narrative:
Reporter name and number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was broken (torn off), was loose and had a pin missing. The device also failed pretest for check the triggers and electronic control unit (ecu) function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device did not work properly. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.